Event description:
The customer reported that the collimator was stuck in the closed position. This may have caused the system to become unusable due to the inability to display a live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The boards and connectors were reseated and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.